Manufacturer narrative:
Reported event:  an event regarding crack/fracture involving unknown triathlon trial was reported. The event was not confirmed.   Method & results:  device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant.   Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided. Conclusion:  the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Not available.

Event description:
Dr reports patient a right total knee replacement done (B)(6) 2020 done at another facility had a complaint of pain which revealed a foreign body under the skin by MRI. Dr was able to remove the object which appear to be a broken piece of a #3 insert trial. Patients incision was closed and surgery was performed without incidence. Update 22/april/2021 wg: spoke to rep. Foreign body was a piece of a size 3 triathlon trial. Rep confirmed that no further information will be released by the hospital or surgeon.